Event description:
It was reported that "during the operation, the "peel-away sheath" broke during the tearing/removal. There was no safety concern for the patient."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during the operation, the "peel-away sheath" broke during the tearing/removal. There was no safety concern for the patient."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed with multiple relevant findings. For material eb-01051-002 (extrusion) and batch 34c23k0159, there are five associated non-conformances. It cannot be determined if this complaint event is associated with these non-conformances as no sample was returned for investigation to confirm the nature of the damage. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.